Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in the kidney during a flexible ureteroscopy with laser and stone removal procedure. According to the complainant, during the procedure, laser lithotripsy was performed while the kidney stone was inside the basket. The physician noticed that the basket detached inside the patient. Attempts to remove the detached basket failed and the procedure was not completed due to this event. A ¿re-look¿ was performed on (B)(6) 2015 to try to find the detached basket, however; due to an encrusted stent, manufacturer unknown, and a clot in the kidney, it was difficult to see the if the basket was present. The patient is rescheduled to have a CT, stent free, 6 weeks from the ¿re-look¿, and if the detached basket is present they plan to remove it. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.